Event description:
Reportedly, the patient was admitted to the emergency of the hospital where an ECG was made. Then, the pacemaker was interrogated and the message ¿standby mode¿ was displayed, it was not possible to continue the session. The external ECG didn't show pacing at 70min-1 like in standby mode and as defined in the device's manual. The device was explanted and will be returned for analysis.

Event description:
Reportedly, the patient was admitted to the emergency of the hospital where an ECG was made. Then, the pacemaker was interrogated and the message ¿standby mode¿ was displayed, it was not possible to continue the session. The external ECG didn't show pacing at 70min-1 like in standby mode and as defined in the device's manual. The device was explanted and will be returned for analysis.